Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support and after the implant, the patient had atrial fibrillation (af) with sustained suction events. Volume was given with one unit of packed red blood cells. Additionally, while on support, there was access site bleeding. The jackson-pratt drain output was approximately one liter and the patient had a drop in hemoglobin. Two units of packed red blood cells, one unit of fresh frozen plasma and albumin were administered. Support continued. The patient remains on impella support.

Manufacturer narrative:
The investigation for the access site bleed, low pump flow, and atrial fibrillation has been completed. Complaint device not returned for analysis. Data logs were reviewed finding no motor current (mc) spike observed. Many unknown position alarms occurred. Suction alarms occurred after case initiated. The root cause of the low pump flow was patient related as the suction and low pump flow resolved after volume was given. The root cause of the access site bleed and atrial fibrillation could not be determined without additional information. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock stated: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.